Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result was 281.0 pg/ml, which was reported to the medical provider. The patient was redrawn and tested a few hours later, under sample ID (B)(6) and the result was 8.2, repeat was 5.5 pg/ml. The original sample, sample ID (B)(6) was then repeated and the result was 5.3 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient result for the lots reviewed are within established limits, confirming there was no systemic issue for lot number 54619ud00. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 54619ud00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13, that has a similar product distributed in the us, list number 04z21.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(6) initial result was 281.0 pg/ml, which was reported to the medical provider. The patient was redrawn and tested a few hours later, under sample ID (B)(6), and the result was 8.2, repeat was 5.5 pg/ml. The original sample, sample ID (B)(6), was then repeated and the result was 5.3 pg/ml. There was no impact to patient management reported.